Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that a patient started treatment with remodulin (treprostinil sodium, concentration 10.0 mg/ml) for secondary pulmonary arterial hypertension. The patient began using the self-filled pump, and their current dosage was recorded as 0.116 g/kg (3 ml self-fill cassette at a pump rate of 41 mcl per hour), administered continuously via subcutaneous route. The patient experienced problems with her remodulin vial, which was reported to be leaking during syringe filling for the cassette change. After changing to a new cassette, the pump alarmed for occlusion. Despite restarting the pump, the occlusion alarm continued, leading to a switch to another new cassette. The patient¿s spouse noticed air bubbles in the tubing. Due to difficulties filling the cassette for the remunity pump, and the patient ultimately switched back to another pump, which she had already informed their nurse about. There was patient involvement and unknown patient harm/adverse event reported.